Event description:
It was reported patient underwent a revision post implantation due to unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(b)(4)D10: Item # Unknown, Unknown Distal Humeral Component, Lot # UnknownItem # Unknown, Unknown Humeral Head, Lot # UnknownItem # 211226, COMPR SRS IC SEG - 90MM, Lot # 66983195Item # Unknown, Unknown Assembly, Lot # UnknownH6: Proposed Component Code - Mechanical (G04) - StemThe device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MedWatch 3500A will be submitted.